Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. The device evaluation found the reportable malfunction identified in b5; white crystalized foreign material in the air/water channel. The following non-reportable findings were found during evaluation: adhesive on light cover glass was worn, outlet pipe sealant was worn, distal end cap was worn, adhesive on distal end was lifting, insertion tube had minor marks, grip was worn, suction housing colored ring was worn, left/right angle control was worn, light guide tube had minor crush marks, light guide tube had minor marks, plug body was worn, scope connector had water ingress, angle had straining, and failed electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had no image. The issue was found at maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: white crystalized foreign material in the air/water channel. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from the scope connector cover (s-connector). A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the detection method in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.